Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip of jaw broke off. They were able to retrieve the piece out of the patients leg. They retrieved the piece of broken jaw with the the remaining, unbroken portion of jaw. A new device was opened to complete the case. No delay. No known patient harm/effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/09/2024. An investigation was conducted on 04/17/2024. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. There were no visual defects observed on the intact gray hot jaw insulation. The tip of the gray cold jaw insulation was observed to be peeled and detached from the cold jaw, exposing the metal portion of the cold jaw. The detached gray silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000375534 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.